Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device failed to start up. Upon functional test fse found that pdu fantray dcps board had problem. Fse replaced pdu fantray and dcps to solve the issue. After replacement of pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.